Event description:
Litigation received alleging that the patient suffers from pain and limited range of motion. **update** (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information, dob and dor.  The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: asceptic loosening of the acetabular component; mild corrosion noted at the head/neck junction of the femoral stem; adverse soft tissue reactivity to metal debris of the soft tissues surrounding the hip; erosion of the acetabulum superiorly; serum metal ion levels mildly elevated; large effusion of clear yellow fluid; pseudomembrane removed. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.